Event description:
It was reported that during a pancreas procedure the white tissue pad was broken. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2024 d4 batch #: y7006y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad attached to the jaw and not detached as reported the device was connected to a gen11. During functional testing on gen11 an alert screen was displayed, and noises were heard inside the shrouds. The device was disassembled to inspect the internal components and it was found the blade and transducer were not properly assembled, this caused the device to be not functional. Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch number y7006y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.